Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from (B)(6) of injecting insulin in pd bag from upper site of bag and peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced injecting insulin in pd bag from upper site of bag. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. On (B)(6) 2011, the patient began remedial therapy with vancomycin (1gm, frequency and route not reported) and fortum (250mg, frequency and route not reported). The cause of the peritonitis was injecting insulin in pd bag from upper site of bag. It was not reported if dianeal pd2 ultrabag therapy was ongoing. At the time of this report, the event of peritonitis was resolving. The outcome for the event of injecting insulin in pd bag from upper site of bag was unknown. The consumer considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy. The consumer did not provide an assessment of causality for the event of injecting insulin in pd bag from upper site of bag.